Event description:
Patient undergoing a left modified radical mastectomy. Surgeon injected the peritumoral area with methylene blue. Using a neoprobe 2000, the surgeon attempted to localize the sentinel node unsuccessfully prior to the incision. Subsequently, an elliptical skin incision was made, which included the nipple-areolar complex extending up into the left axilla. The flap was raised superiorly, the clavicle medially to the sternum, inferior to the rectus sheath, and laterally to the latissimus dorsi. Once again, he tried to localize the sentinel node both looking for blue dye, as well as, the hand held neoprobe 2000 unsuccessfully. The neoprobe 2000 readings varied widely between high and low counts in the same area. The surgeon was required to perform an open biopsy. Therefore, he opted to perform an auxiliary node dissection. The patient was taken to the recovery room having tolerated the procedure well.